Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that battery longevity was down to one to two days. Customer reported that when battery was changed, display screen went blank a couple of times. Customer's blood glucose was 400 mg/dl. During troubleshooting, customer reported of seeing something brown around the silver contact. Customer was not able to clean it off. Customer was advised to monitor insulin pump and that battery cap would be replaced.